Event description:
It was reported that the syringe integra 3ml w/ndl 25x1 rb experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no.: 305270, batch no.: 9112884. Spoke w/ employee from the distributor. He has had two issues with drawing medicine up into a syringe for an injection. States both issues were from the same box - ref: 305270, lot: 9112884. Issue 1: a few weeks ago, he went to draw medicine into a syringe and there was no suction (doesn't know date/doesn't have sample) issue 2: today, he went to draw medicine into a syringe and there was no suction and the medicine leaked out of the syringe onto his hand, "must have come around the plunger". He does have this sample available to send in, I told him we would send him a prepaid shipping label. He is also concerned about the loss of the medicine that leaked out onto his hand, he says it was about (B)(6) worth of medicine. I didn't know what to tell him.

Manufacturer narrative:
H.6. Investigation: fifty-six 3ml integra syringes in blister packs from batch 9112884 (p/n 305270) were received and evaluated. Two of the syringes were in opened blister packs and fifty-four were in fully sealed packages. The two syringes in opened blister packs were cautiously evaluated due to potential contamination with one syringe appearing to have dried medication past the stopper and the other syringe appearing to have minor hub damage. The remaining fifty four unused syringes were thoroughly evaluated with twenty-three displaying some degree of stopper deformation and one displaying hub damage at the connection point and in the threading. The twenty-three syringes with observed stopper deformations and one with hub damage were tested for leakage. Three of the syringes with stopper deformations leaked past both ribs of the stopper and were rejectable per product specification. The syringe with the hub damage did not leak at the connection. Five hundred stoppers were collected from current production and evaluated. No visual defects were observed. The potential root cause for the leakage past stopper defect is associated with the molding process. The raw material was not sufficiently melted causing the mold to not completely fill resulting in slightly deformed stoppers.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe integra 3ml w/ndl 25x1 rb experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no.: 305270 batch no.: 9112884. Spoke w/ employee from the distributor. He has had two issues with drawing medicine up into a syringe for an injection. States both issues were from the same box - ref: 305270, lot: 9112884. Issue: a few weeks ago, he went to draw medicine into a syringe and there was no suction (doesn't know date/doesn't have sample). Issue: today, he went to draw medicine into a syringe and there was no suction and the medicine leaked out of the syringe onto his hand, "must have come around the plunger." He does have this sample available to send in, I told him we would send him a prepaid shipping label. He is also concerned about the loss of the medicine that leaked out onto his hand, he says it was about $160 worth of medicine. I didn't know what to tell him.